Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacing system analyzer (psa) was hooked up to this right ventricular lead during the ablation procedure. During the procedure the psa was programmed to vvi and voo 40 and it was noted that the lead was not pacing. Technical services was contacted and suspected a cable issue. The field representative reported later that the physician had the psa hooked up to the wrong lead. No adverse patient effects were reported. The representative could not provide specific model and serial numbers as she was only in the area and not in the procedure.